Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in.pact av access balloons were used to treat the right arm cephalic arch. Approximately 11 months post procedure patient suffered stenoses of right upper extremity arteriovenous fistula. Angiography showed stenoses of right axillary and subclavian veins, basilic outflow vein, and right brachiocephalic vein. Balloon angioplasty of the basilic vein was performed using an 8 mm balloon. Balloon angioplasty of the axillary vein stent, subclavian vein stent, brachiocephalic vein, and superior vena cava was done using a 10 mm balloon. Repeated angiography showed improvement in stenoses and there were no immediate complications. Patient recovered.